Manufacturer narrative:
Per response received to request for further information, it was confirmed that the customer declined service and repair; decided to remove the v60 from service due to the cost of the repair. No additional details are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the display on the device is dim and has noticed with other devices, after running for a while, that unit will brighten up. This device is not acting that way and staying dim. Customer is able to see the screen, but it is very dark. It was verified that brightness setting is set to 5. The rse informed the customer that the v60 serial number currently has a 1st gen lcd and needs to be upgraded to 2nd gen. Emailed customer list of parts for what is needed to upgrade device to 2nd gen lcd.